Manufacturer narrative:
(B)(4). The technical service engineer (tse) troubleshot this malfunction with the customer over the telephone. The customer was instructed to call back if the recommended action did not correct the failure.

Event description:
It was reported that, during patient use, a clinician claimed that the unit was unexpectedly going into apnea mode. The patient was then transferred to another ventilator without harm.